Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was ¿reading error e5¿. The planned surgical procedure was completed without delay. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.